Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used sensor was tested and it passed per specification with accurate readings.

Event description:
Customer reported that the sensor readings were inaccurate. She reported that the day before, the blood glucose readings ranged from 66-114 mg/dl while the sensor readings were 200 mg/dl or higher. The blood glucose reading at the time of the report was 58 mg/dl. Customer treated with food. It was determined that customer did not follow protocol. She stated that she enters a false number to avoid a calibration error. Nothing further was reported.